Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain/ chronic pelvic pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions, prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which, indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: this case found to be duplicate of case 2015-458160. All information , references from this case were transferred to case 2015-458160. No new follow-up information was received from the reporter. This litigation case was reported by a lawyer, and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. And reported, adverse events including severe pain/ chronic pelvic pain. The patient was treated with surgery to remove essure coils in (B)(6) 2016. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident, since device removal was required. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
On (B)(6) 2017: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and reported adverse events including severe pain/ chronic pelvic pain. The patient was treated with surgery to remove essure coils in (B)(6) 2016. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.